Event description:
Customer reported having high blood glucose. The customer's blood glucose was 253 mg/dl. He stated he treated his high blood glucose was 4.4 units of insulin. Troubleshooting did not find any malfunction with the insulin pump. The customer stated insulin was able to exit from the tubing and there was no leak. Checking the alarm history found there was a low reservoir alarm. The insulin pump also passed the high pressure test. The customer also reported having air bubbles bigger than the size of champagne bubbles. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).